Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of below 45 mg/dl at the time of the incident. The customer was given glucose gel and intravenous glucose to treat. The customer experienced symptoms such as being delirious. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was to call back. The customer stated their blood glucose meter was reading differently from the hospital meter. The insulin pump will not be returned for analysis.